Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the system controller being submerged in water, and triggering low voltage alarms afterward, was not confirmed. The system controller was not returned for analysis, and no log files were associated with the reported event. Available information for this complaint indicates that the system controller was retained by the vad coordinator after being exchanged, and no further issues have been reported. The root cause of the reported fluid ingress within the controller was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number pcx-14996, showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 21dec2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was picking up their daughter out of the kiddie pool when the patient accidentally fell into the kiddie pool. Driveline exit site got wet but did not submerge exit site. Primary controller was submerged, and alarm popped up afterwards showing low battery yellow diamond alarm. Green circle was still present on controller and pump was running throughout event. Primary controller replaced with backup controller and dressing changed. No issues after controller replacement. Damaged controller retained by healthcare facility. Patient was doing well since with no equipment issues. Once the controller was replaced, a new backup controller was issued to patient. No additional information provided.